Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal was missing and the top case was cracked from the handle. The investigator was unable to get into alarm history because the pump would not power on properly. The investigator observed a blank screen and a constant alarm during start up. This issue was resolved after the investigator replaced the main and interconnect boards. The faulty main and interconnect boards caused the product problem, but the investigator was not able to determine why this was the case. There was no damage to these components. The problem source of the reported product problem was unknown. A root cause was not established. In addition to the aforementioned components, the investigator also replaced the plunger cases and the top case. The device was then re-calibrated and tested. The pump passed all functional and delivery tests.

Event description:
It was reported that the interconnect board on the pump was bad. There was no patient involvement. The product problem was observed while the operator was downloading the drug library.